Event description:
Zoll customer support contacted a (B)(6) old female pt to exchange his battery charger. The pt's download revealed numerous 'battery charger fault' flags, 'battery pack fault' flags, and 'battery runtime expired' flags on both batteries. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of charger sn (B)(4) has been completed. The reported problem (battery charger faults/battery pack faults/ battery runtime expired) has been confirmed. Upon investigation contamination was found on the pca board inside the charger as well as corrosion on the battery connector. The cause of the faults is contamination on the pca board and corrosion on the connector. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated battery charger. The pt received a replacement battery charger.